Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm force bipolar instrument for failure analysis investigation. The instrument was analyzed and was found to have one bent grip at the base, causing misalignment of the grips. The bent grips cause the jaws from opening. The grips do not show cracking damage. Components adjacent to this bent grip do show damage. The insulation is damaged, and wires exposed. Additional observation related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There were no material missing and the conductor wires were exposed. The conductor wire insulation was damage, but the wire was not torn or fully broken. The electrical continuity test was not able to be performed as the jaws were bent and were not able to open. Components adjacent to the damaged wire insulation do show damage that would have caused this failure. The jaws are bent at the grip base. The instrument was found to have multiple indentations/burrs at the base. The grips were found to be bent. Components adjacent to the indented grip tips show damage which may indicate potential mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm force bipolar instrument tip jaw was broken. The procedure was completed with no reported injury.